Manufacturer narrative:
The device involved in the reported incident may be received for eval. An investigation has been initiated based upon the reported info. The device was sent to the risk management department at the reporting facility.

Event description:
The reporter stated, the pt presented with a gun shot wound to the head. During the removal of the ventilator access device, the device broke leaving approximately a 3mm piece of tubing within the ventricles. The physician then placed another 10-4hmc, which functioned properly. No injury occurred as a result of the event. Additional clinical info was requested from the reporting facility.